Event description:
It was reported the customer had an unexpected restart alarm, weak signal alarm, and weak battery alarm. The customer's blood glucose was 117 mg/dl. The customer stated they did not program a temp basal before the unexpected restart alarm occurred. Customer also reported damage to the inside of their battery cap. The customer requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Unit received with blank display due to missing battery tube spring. Unable to verify signal too low alarm, unexpected restart alarm, failed battery test alarm, battery out limit or weak battery due to blank display anomaly. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip. Unable to verify unexpected restart due to blank display anomaly.